Event description:
The customer reported to olympus that the gastrovideoscope had a channel air leak. The issue occurred during an unknown procedure. During evaluation, the following reportable issue was found: residual fluid or foreign body/ material through forceps opening and the distal end had foreign objects. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and foreign material was found at the distal end, instrument channel, suction channel port, and the suction cylinder. According to the customer, the following details regarding the cds process were as follows relating to the distal end: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges or flushed with detergent solution. According to the customer, the following details regarding the cds process were as follows relating to the instrument channel, suction channel port, and the suction cylinder: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. The customer has no idea about when the foreign material adhered to the endoscope. There was no delay in the start of the pre-cleaning, the customer did aspirate the water through the instrument/ suction channel, the customer did not presoak the endoscope in the detergent solution, the customer wiped/ brushed the instrument channel outlet with lint-free cloths/brushes/sponges or flushed with detergent solution, the customer brushed the instrument channel, instrument channel port and suction cylinder. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: insufficient instrument insertion and angle, image guide snake was crushed, due to a pinhole on channel tube, water tightness was lost, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up down knob was out of the standard value, the adhesive of the bending section cover is detached, chipped and was cracked, due to damage on channel tube, forceps could not be inserted, the insertion tube became deteriorated due to the handling issue, connecting tube had a dent, ultrasonic transducer had corrosion, and the objective lens was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Corrected data: h6 (type of investigation code ¿11¿ was listed on the initial report instead of ¿4111¿) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of residual fluid/foreign material from the instrument channel outlet and foreign material at the c-body could not be identified. However, it¿s likely the cause is related to watertightness being lost due to a pinhole on the instrument channel.. Olympus will continue to monitor field performance for this device.